Manufacturer narrative:
The company service representative examined the system and replicated the reported event. The nonconforming emergency stop button was replaced to resolve the issue. The system was then tested and met all product specifications. The system was manufactured on august 31, 2018. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to internal wear/reliability issues within the system. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the laser emergency button was loose causing the laser to turn off and on. The customer refused to provide further information.